Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required to replace cubie drawer with matrix drawer. As per part investigation, it was determined that there were fluid ingress and corrosion on the pcba controller bin&fh pyxibus. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of matrix drawer installed but not functional was confirmed by fse (field service engineer) and subsequently validated in the dchu testing process. According to work order wo: #02206686 the fse found the installed matrix drawer was not functional, so the fse replaced the matrix drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device. During dchu visual inspection: part number 121985-01: was received with fluid ingress and signs of corrosion marks. During dchu testing: part number 121985-01: no further dchu functional testing was required, as fluid ingress and corrosion were already confirmed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it was determined that the root cause of the matrix drawer installed but not functional reported by the fse, was attributed to fluid ingress and corrosion on the pcba controller bin&fh pyxibus.